Manufacturer narrative:
H3: unit carton returned with no lens.

Event description:
The surgeon attempted to implant a cc4204bf collamer plate lens, but the lens became stuck in the cartridge. There was no patient contact or injury. The reporter stated it was unk if there was any lens damage or why the lens became stuck.